Event description:
Add'l info received from MFR on 11/27/02: tmj implants, inc was unable to link any of the medwatch form to a specific pt or a specific device because no detailed info was given.

Event description:
Screws coming out. This is the second time this has occurred.